Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with unknown blood glucose levels at the time of the incidents. The customer did not mention how they treated. The did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer stated the bolus feature on their pump was not working correctly, and was causing them to wake up low. Troubleshooting was not completed as the customer declined. The customer's pump had some battery issues that were resolved by a battery cap replacement. The insulin pump will not be returned for analysis.